Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, the operator encountered placement difficulties due to fibrillation in the right atrium. The implant procedure of the ra lead was abandoned. No patient complications have been reported as a result of this event.